Event description:
On 8/13/97, pt had av graft placed in left arm as well as a dialysis catheter placed in rij. When she went to dialysis, the catheter leaked and she was admitted on 8/25/97 to have this catheter removed and a new one inserted. She received intermittent hemodialysis during her stay in the hospital for management of her chronic renal failure. She was discharged on 8/28/97 and will continue outpatient dialysis three times a week. Pt suffered no ill effects from the procedure.